Manufacturer narrative:
This patient received left implants in (B)(6) 2017. In the (B)(6) 2018 timeframe, the patient developed an infection, and the surgeon removed the devices and placed a temporary spacer. The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.